Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the keypad was found to be intact; no damage was observed, however the up arrow, ok and contrast button symbols were faded and unreadable and the contrast button was intermittently unresponsive, which has no effect on insulin delivery function. All other buttons responded appropriately. The keypad was removed and evaluation revealed evidence of contamination under all of the button contacts. Evaluation also revealed that the display screen was faded and discolored. Unrelated to those issues, the bolus button was torn and hard to push. The bolus button cover was removed and the slug was found to be misaligned. There was moisture under the bolus button. The pump failed the leak test due to the bolus button tear. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all of the keypad button contacts. Evaluation also revealed a faded, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.